Event description:
On (B) (6) 2009, this patient presented for abdominal aortic aneurysm repair. Intra-operatively, the patient was noted to have a very short proximal neck with severe angulation. Pigtail angiogram demonstrated severe right renal artery stenosis. No evidence of active rupture was found. A cook 36/111 was deployed in the aorta. Next a gore excluder aaa endoprosthesis contralateral leg component was implanted in the left iliac. An additional cook venous limb was implanted in the right iliac. Completion angiogram revealed a persistent small proximal type I endoleak. The physician elected to convert the patient to open repair now that he was hemodynamically stable. All the devices were removed and a bifurcated graft (manufacturer unknown) was sewn in. The patient tolerated the procedure. Approximate blood loss was 1400ml.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.